Manufacturer narrative:
(B)(4).

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported. This product was explanted. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.